Event description:
On (B)(6) 2011, baxter contacted the peritoneal dialysis registered nurse (pdrn) regarding a caregiver (cg) report of the hp being hospitalized. The pdrn stated that the hp had become increasingly more disoriented recently. The hp was unattended and had disconnected himself non-aseptically during peritoneal dialysis (pd) therapy on a night just prior to the onset of symptoms. The hp was hospitalized (B)(6) 2011-(B)(6) 2011 for bacterial peritonitis. The pdrn did not report treatment administered in the hospital, but that the hp, at the time of this report, was again hospitalized on (B)(6) 2011 due to a fall and subsequent hip fracture related to the increasing disorientation. Treatment initiated while hospitalized (B)(6) 2011 was continued in the hospital at the time of this report.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review of the potentially associated lot number (10k17h25) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of four reports associated with this event.